Manufacturer narrative:
The device was returned to the authorized service center for evaluation. It was determined that the ccd assembly required replacement. Following repair, the device was determined to be functioning normally and was returned to service.

Event description:
It was reported that during a case, the displayed image was lost when the colonoscope was angulated. The physician finished the case using a replacement colonoscope.